Event description:
It was that the surgeon had inserted an aspheric three piece collamer lens model cq2015a and had to remove it and perform an anterior vitrectomy. It was reported that the lens had been loaded wrong. More info has been requested but none forth coming, if more info is received, a supplemental medwatch report form will be sent.